Event description:
It was reported that the wire could not removed from the monorail port. The stenosed target lesion was located in the common carotid arteries. A 10.0-31 carotid monorail stent self expanding was selected for use. Prior to the procedure, considerable resistance was encountered while trying to advance the stent along with the filter wire. Despite multiple attempts, the wire could not be retracted from the monorail port, leading to the necessitating the discontinuation of the products use. This issue occurred outside the patient. The procedure was completed using with another the same device. There were no patient complications as a result of this event.

Event description:
It was reported that the wire could not removed from the monorail port. The stenosed target lesion was located in the coronary artery. A 10.0-31 carotid monorail stent self expanding was selected for use. Prior to the procedure, considerable resistance was encountered while trying to advance the stent along with the filter wire. Despite multiple attempts, the wire could not be retracted from the monorail port, leading to the necessitating the discontinuation of the products use. This issue occurred outside the patient. The procedure was completed using with another the same device. There were no patient complications as a result of this event.